Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close completely and clips fell off. The case was completed with another device of the same product code. No bleeding or leak was reported and no patient consequences reported. A sterile device from same lot will be returned per request of user as the used device was disposed of.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that a el5ml device was returned inside its sterile and closed package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed fifteen clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.